Manufacturer narrative:
Additional lot number reference: 1v428124.

Manufacturer narrative:
(B)(4) was also investigated as it is not known which if either device was involved in the event. The conformable gore® tag® thoracic endoprosthesis tgu373715 (B)(4) is being reported separately.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. Access was obtained from the right femoral artery using a 24fr gore® dryseal flex sheath. Additional access was obtained from the right side of the neck using a 12fr gore® dryseal flex sheath. The conformable gore® tag® thoracic endoprosthesis was advanced and deployed in the desired location. After that there was an attempt to gain wire access in order to obtain paths for additional stents to be used in snorkel technique. The patient's heart rate decreased abruptly and then the patient went into asystole. A code was called and CPR was performed, but the patient expired. The physician thought there was likely an embolic event which led to the cardiac arrest.